Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11aug2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the error code in the device history report. The fse replaced the cpu and the unit was returned to service. The central processing unit (cpu) was return for analysis. An investigation was performed and the cold solders on 270k ohms +/-5% resistor leads in the ls1 buzzer generated the error diagnostic code. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that an error back up alarm failed. There was no patient involvement.